Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified and tortuous lesion in the mid lad. There was a previously deployed stent at the lesion. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. It is reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was crushed against the vessel wall and another unknown brand stent was placed over it. The physician reported that he was too aggressive which is why the stent came off. The patient is alive with no injuries.